Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient said she went to the doctor on friday to have her device checked and increased. Patient said the device was increased on the (B)(6) and on friday. Patient said on friday she started feeling sick. Patient said she has never been this sick before. Patient said her body is hot and cold and doesn't go away. Patient said her brain gets hot. Patient said she thinks the device is too high. It was reviewed back to the patient to follow-up with their healthcare provider to determine what to change the settings to. No further complications were reported or anticipated with this event.